Event description:
It was reported that an ambulance was involved in an accident while transporting a patient on an ems cot. It was reported that the ambulance received a severe impact from another vehicle and that the patient was pronounced dead at the hospital. This event is being reported as the patient was secured to the ems cot during the time of the event, further information has not been provided.

Manufacturer narrative:
The catalog number and serial number have been added.

Event description:
It was reported that an ambulance was involved in an accident while transporting a patient on an ems cot. It was reported that the ambulance received a severe impact from another vehicle and that the patient was pronounced dead at the hospital. This event is being reported as the patient was secured to the ems cot during the time of the event, further information has not been provided.

Manufacturer narrative:
The device has not been made available for evaluation.